Event description:
A malfunction alarm, identified as "malf 0," was reported by the customer, but there was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues arose again. The customer acknowledged and understood these instructions.